Event description:
A us distributor reported that a patient was experiencing a gel leak and "adjust/check belt" and "check therapy electrode" messages, and the electrode belt had bent pins or a damaged e-belt connector.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿/¿ check therapy electrode¿ messages, bent pins/damaged e-belt connector, gel leak) has been confirmed. Upon evaluation of the electrode belt, the trunk cable connector pins were bent, causing the ecgs to not recognize during testing. The belt did not pass falloff testing. Upon further investigation, the front therapy electrode was leaking gel. The root cause for the bent pins was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.